Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, no analysis was performed as reported allegations of infection with sepsis were known inherent risk of device. (B)(4).

Event description:
It was reported that this right atrial (ra) lead had an infection. The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported. The ra lead was explanted.